Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred, reportedly, the customer did not remove the cartridge during pumping. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer's blood glucose level was 300 mg/dl. No additional patient or event information was available.